Manufacturer narrative:
Tested retained sample for chemical specifications and sterility.

Event description:
A female pt reported experiencing red and "gooey" eyes for several months while using complete moistureplus in her lens care regimen. She has seen her optometrist several times, who reportedly diagnosed "some kind of infection" and prescribed ofloxacin. Pt discontinued lens wear with the first event, and symptoms returned after resuming lens wear. She was treated a second time with the ofloxacin and recovered. Pt's optometrist has changed the pt's lenses during this time and she has used two different lots of complete moistureplus. Pt is currently wearing glasses and has recovered. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.